Event description:
During troubleshooting for a related report, the home patient (hp) stated a check lines and bags alarm occurred during priming so she changed the cassette and used the same supply bag. The tsr advised not to respike the supply bag and assisted the hp to end therapy. The hp stated she would complete therapy with a manual exchange. The tsr advised the hp to inform her nurse that she respiked the supply bag. On (B)(6) 2010 product surveillance received follow up information from the hp. The hp confirmed she contacted the nurse regarding the event and used manuals to finish therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The patient elected not to return the companion sample. This report of a use error was not confirmed due to a lack of sample. During troubleshooting for the alarm, the home patient stated she started over with a new cassette, but reused the solution bags. Based on the information obtained from baxter's investigation, the root cause of this report was a use error. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A batch review was performed on the associated lot (h10h19027) with no issues noted. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.